Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a cautery failure. The procedure was completed with no reported injury with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or if there was arcing. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. Fa found the primary finding of could not reproduce - cannot verify external event to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional tests were performed to support the could not reproduce (cnr) finding: visual inspection of the fenestrated bipolar forceps instrument conductor wires found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. An electrical continuity test was performed and passed. An energy delivery test was performed while the instrument was installed on an in-house system and passed. There was no problem detected for the customer reported complaint. Additional observation, which was not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting on the exterior base of the grip tips. No insulation damage was observed. The conductor wire was not damaged, broken or exposed. The root cause of this failure was typically attributed to mishandling or misuse. No image or video was available for review. A review of the device logs for the fenestrated bipolar forceps instrument (part number 471205-17/ lot number k11211011 - 0482) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 1 use remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: failure analysis found thermal damage on the bipolar yaw pulley of the instrument. The thermal damage on the bipolar yaw pulley has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.